Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by one minute, cause was unknown. Customer's blood glucose was 268 mg/dl. Customer declined to edit the time and was advised to call back to troubleshoot if a large difference in time occurs.